Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (hcp) via a distributor (dist) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that there was a pump problem. The programmer displayed error code 8476 [motor stall occurred]. The medication in the pump was pure morphine. The patient had not undergone magnetic resonance imaging (MRI). When asked for any environmental/external/patient factors that could have led or contributed to the issue and if any diagnostics/troubleshooting was performed, it was stated that they were unable to reply to such technical questions. The issue was resolved at the time of the report. The patient's medical history included cancer pain.